Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Voluntary medwatch ref: mw5087703. When attempting to cannulate the coronary sinus, the catheter became lodged in the inferior portion of the atrial septum/fold and could not be advanced or retracted. A non-abbott ice catheter was advanced from the left femoral vein to the right atrium to visualize the catheter and septum. Multiple attempts to retract were unsuccessful. A 7f coronary guide catheter was advanced over the catheter to release the device, but resistance was noted. All attempts to dislodge the catheter were unsuccessful. The patient was taken back to the cath lab and the device was removed under fluoroscopic and ice guidance with counter traction. The sheaths were removed, and the patient was extubated successfully. There was no effusion noted following removal of the devices.